Manufacturer narrative:
Visual inspection of the returned articular surface identified front and backside wear, discoloration, and that the locking tab had fractured off. Measured dimensions were conforming to print specifications. Review of the device history records for the articular surface did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. There is no evidence that in vivo discoloration of polyethylene components has an impact on performance or longevity. Differences in patient chemistry, especially various lipids, may cause slight discoloration in some cases. Per the gender solutions natural-knee flex system package insert, injury can result in loosening, wear, and/or fracture of the knee implant. The reported information indicates that the patient had previously fallen. It is likely that this fall was the cause of the locking tab fracture and subsequent instability.

Event description:
It is reported that the pt was revised due to pain and instability. The pt fell in april 2013 and during the revision surgery it was noted that the locking mechanism on the articular surface had broken.

Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.